Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 214 mg/dl and completed a full supply change after running out of insulin while using an ilet system with an inset 32"-6 mm infusion set and dexcom g7 sensors; the elevated glucose was out of range for about 30 minutes and no ilet alerts occurred. Symptoms included none reported. Outcomes included resolution after the user performed a complete supply change. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed that the event involved hyperglycemia with cause unclear and no device alarms, and that correction occurred after restoring insulin delivery via supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.